Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room via ambulance. Upon interrogation it was noted that the lead had oversensed noise resulting in inappropriate shocks. An x-ray confirmed lead dislodgement. The physician suspected that the lead dislodgement was contributed by the patient¿s large size and excessive arm movement. Surgical intervention was performed but due to tissue infiltration in the helix of the lead repositioning it was unsuccessful. The lead was explanted and replaced without incident. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the distal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. The helix mechanism was retracted but stretched and dried tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional likely due to the dried tissue within the helix mechanism. Laboratory analysis was unable to confirmed to reported oversensed noise, however confirmed the reported tissue in the helix mechanism which resulted in difficulty repositioning the lead.

Event description:
--